Manufacturer narrative:
H6: investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that the box of bd ultra fine¿ pen needles had no expiration date listed on it. The following information was provided by the initial reporter: "consumer reported found a box of pen needles in house without a exp date on it. It is determined from the exp date and the time this consumer stored in house, this box would be expired."

Event description:
It was reported that the box of bd ultra fine¿ pen needles had no expiration date listed on it. The following information was provided by the initial reporter: "consumer reported found a box of pen needles in house without a exp date on it. It is determined from the exp date and the time this consumer stored in house, this box would be expired."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot# 4275852 was not found for the reported catalog# 320109. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.